Event description:
On (B)(6)/2009, pt reported receiving an e10 (cartridge error) after she received an e4 (occlusion) error and changed out her infusion site, infusion tubing and reconnecting to her infusion device. Verified that pt is using an alkaline battery and it has been in use for about a week. Verified that battery cover was last replaced about a month ago and it is "fairly new." Reminded pt about changing battery cover with every 4th battery change. Had pt attempt to complete the change the cartridge function, but e10 was displayed again. Advised pt to try a new battery. Pt stated she will need to purchase a battery. Advised pt on type of battery to purchase. On call back, pt inserted a new battery into the infusion device and device is still displaying e10. Walked her through the change the cartridge process. Had pt try to retract the piston rod. She stated the piston rod was at the top of the cartridge compartment and not moving at all and making a "clicking sound that she has never heard before." Pt reported after a few moments, the infusion device displayed an e10 (cartridge error). No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.